Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/21/2020.

Event description:
The customer reported the unit has been down for the last 4 years needing power supply and wiring harness. The customer wanted to check on end of life status of the unit and the remote service technician provided end of life letter and parts ID (identification). The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer confirmed the unit has been scrapped as unit is now at end of life.